Event description:
It was reported that during maintenance process, the cs100 intra-aortic balloon pump (iabp) found that the wheels were old and debonded and could not be pushed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field - b4, b5, b6, b7, d8, d9, e2, e3, g1 (contact person and contact office - mfg site), g3, g6, h6 (type of investigations, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) stated the customer gave up the repair.

Event description:
It was reported that during the maintenance process found that the cs100 intra aortic balloon pump (iabp) wheels were old and debonded and could not be pushed. No patient involvement and no harm reported.